Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2002 via tha for the patient¿s right hip joint. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the cup (p/n: 124552000), the liner (p/n: 124012000), and the head (p/n: 853824) due to acetabular side¿s pain and migration. A stem (p/n: unknown) was remained because there was no remark of degeneration. The surgery was completed without any surgical delay. The surgeon thought that one of the factors was insufficiency of reaming for the cup. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: corrected: h6 (device).